Event description:
It was reported that during insertion of the iab, the balloon was noted to be loosenly wrapped and it caught on the introducer sheath and would not advance. As a result of this, the entire assembly was removed and replaced. There were no pt complications.

Event description:
During insertion of the iab, the balloon was noted to be loosely wrapped and it caught on the introducer sheath and would not advance. As a result of this, the entire assembly was removed and replaced. There were no patient complications.